Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the left eye, the patient reported experiencing excessive glare and blurred vision, despite the lens being well-centered and no other issues with the eye. The issue was first noted during a post-operative visit. The patient was scheduled to undergo an iol exchange procedure. Through follow up, it was confirmed that the explant was successfully completed. Another johnson and johnson iol was implanted as replacement; ar40e model with a diopter of 21.5. The exchange procedure included a planned vitrectomy, but no sutures or additional medications outside the standard of care were required. There was no patient injury, and visual acuity and symptoms improved post-exchange. The post-operative refraction following the exchange was -0.50+0.50x113. The pre-operative refraction was +2.75+0.25x005, and the pre-operative best spectacle corrected visual acuity (bscva) was 20/30-. Post-operative refraction with the originally implanted lens was +0.50 sphere, and the post-operative bscva was 20/50, with an intended target refraction of plano sphere. The patient was not over or under corrected, and did not have any pre-existing conditions that affected the calculation. The patient had a loss of two lines of bscva. It was reported that the device caused or contributed to the event. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens had a detached haptic and was coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could contribute to the complaint issues reported were observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The "detached haptic¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this po number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.